Event description:
A cusa excel did not have any irrigation coming out of the tip even when the blue pedal of the unit was depressed. When the cusa was in standby, there was about 300cc of fluid that went directly into the canister without doing anything to the unit. The pt was prepped for surgery and the surgery was delayed five minutes. There was no injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.